Manufacturer narrative:
(B)(4). Concomitant products: terumo 6fr sheath and supracore 300cm 0.035 guide wire. Against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a percutaneous transluminal angioplasty was to be performed on a severely stenosed mid segment of the left superficial femoral artery. Initially a 5fr unspecified sheath was inserted into the access site followed by a non-abbott guide wire and a non-abbott catheter to diagnose the lesion. The introducer sheath was then exchanged for a 6fr non-abbott sheath and a supracore .035 guide wire. A foxcross balloon catheter was inserted into the sheath, but during the advancement of the catheter through the sheath and the artery, resistance was felt and it was "very tough" to push the balloon catheter. The catheter was removed from the anatomy and as the catheter was retracted back through the sheath, more friction was felt. After the device was removed from the anatomy, scratches were seen on the catheter. A non-abbott balloon catheter was used without any friction or difficulties and the lesion was treated. There was no adverse patient effect or no significant clinical delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported resistance issue was unable to be confirmed due to the condition of the returned unit. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the fox cross percutaneous transluminal angioplasty catheter instructions for use states: do not advance the foxcross against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. Based on the reviewed information, no product deficiency was identified.